Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 150. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.